Event description:
It was reported that the patient passed away while in hospice care on (B)(6) 2014. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the patient's death is not related to vns therapy. While the relationship of the patient's cause of death to vns was not reported, this is not related to the functionality or delivery of therapy of the device.

Event description:
A death discharge summary reported that the patient passed away due to pneumonia and was unresponsive with agonal breathing prior to death. To date, there has been no allegations of the patient having respiratory issues in relation to the vns. No further relevant information has been received to date.